Manufacturer narrative:
Device was returned; visual inspection shows the device was fractured. The fractured pieces were not returned. Sem analysis results: threaded modular insert fracture surface showed excessive smearing along with biological debris, both of which obscured the evidence of crack initiation on the fracture. Indications of a torsional overload mode of fracture with suspected crack exit region identified on the fracture. Ductile overload dimples identified in the non-smeared areas on the fracture surface near the suspected crack exit region. Eds semi-quantitative elemental analysis of the threaded modular insert showed that it was consistent with 455 stainless steel. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke. No patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.